Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. Detailed mechanical and electrical testing was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Event description:
Boston scientific crm received information that on (B)(6) 2009 during a follow up of this pacemaker (implanted on (B)(6) 2004), it was observed during the interrogation that the battery status was correct and the remaining longevity was 1.5 years. In addition, this pacemaker was a replacement of a competitors device and the lead that remains implanted is a competitor lead. Since then, the device was programmed in dddr configuration. On (B)(6) 2009 the patient went to the hospital as she did not feel well. After the interrogation, it was noted that the programmer revealed a clinical event marked in red waring that the device had reached end of life (eol) and it had reverted to security mode in vvi (with an exit of 5v). A replacement procedure was performed; the device was removed, replaced, and returned for analysis.